Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The logs indicated faults 78, 79, and 80. These codes do not indicate a malfunction of the device, but rather a temporary communication error between the display and the main unit. The error was reset and a running test was performed for approximately one hour. There were no issues.

Event description:
N/a.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp)¿s displayed a message indicating that maintenance is required occurred during clinical use. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: g2.

Event description:
N/a.